Event description:
A malfunction code was reported, indicating an issue with the customer's pump, and it was determined that the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump and provided instructions for returning the problematic pump. The customer was advised on steps to take upon receiving the new pump and acknowledged understanding of both the storage procedure and return process.